Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell 4 of 4. The patient was connected at the time of the alarm. A technical service representative (tsr) instructed the home patient (hp) to cycle the power to clear the alarm. Troubleshooting revealed that the hp failed to close a clamp on an unused supply line. The tsr explained the alarm and reviewed proper procedures with the hp. The hp planned on using continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. An open clamp on an unused supply line during therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.